Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and assisted the caller in completing the reset process.